Manufacturer narrative:
Retain sample testing pending.

Event description:
False negative result was obtained using mckenson medilab hcg dipstick- 10 week pregnant woman had pregnancy confirmed by urine and serum test, as well as by ultrasonogram.